Event description:
Customer called to report the driver block of the pump did not slide freely in the disengaged position. Troubleshooting was performed. Pump was not dropped, bumped, or exposed to moisture.